Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported the customer was hospitalized due to low blood glucose. The customer felt nausea, vomiting, lightheaded, and weakness. Initially the nurse called to ask how to turn the pump off. No further information reported.